Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported they had pain at their ins site that traveled down their leg and into their hip. A contributing factor of several falls was noted. An impedance test was performed and the patient was given new programs by their provider. They were instructed to turn the therapy off until they could be seen by their provider. The issue was not resolved at the time of the report. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). When asked what steps were or would be taken to resolve the issue, the rep replied nothing yet, but the patient had an appointment with their doctor on (B)(6) 2021 to discuss. Additional information was received from a healthcare provider (hcp). When asked what steps were or would be taken to resolve the issue, the hcp responded a sacral nerve stimulator revision took place and the issue was resolved. A new MRI compatible device was implanted.